Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said the patient told them that the device never worked since implant. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the "device never working" issue, the patient said they couldn't tell if it was working or now after two weeks as it did nothing for their bladder and has not worked since. When asked what were circumstances that led to the "never working" issue and if a cause was determined, the patient said the healthcare provider (hcp) said it works for some people and doesn't work for others. The patient does not recall the actions/interventions were taken to resolve the "never working" issue as it was too long ago. No further patient complications have been reported as a result of this event.